Event description:
It was reported that there were high left ventricular lead thresholds and dislodgement. The lead was explanted and replaced. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of the event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) bi-ventricular defibrillator 2010 (B)(6); 693565 implantable tachycardia lead 2010 (B)(6); 407652 implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that the received data only displays information for the first three days since the implant.